Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs. At an unknown time post-op, the patient suffered severe injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2007, patient underwent l4-l5, ls-s1 expedium titanium pedicle screw instrumentation with stealth image guidance. Total discectomy l4-l5, l5-s1. Posterior vertebral body osteotomy l5-s1. Anterior interbody fusion l4-l5, l5-s1 with autologous bone, bmp and cage. Posterolateral fusion l4 through s1 with dbx and autologous bone. Insertion of epidural catheter. Gill laminectomy. Pre-operative and post- operative diagnosis: degenerative instability l4-l5 and l5-s1 with disc herniation right l5-s1 with right l5 radiculopathy.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.